Event description:
It was reported occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to continue troubleshooting, therefore no additional information has been obtained.